Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit- serial # (B)(4). Customer called in for help on 8100 unit with error code 210-6020 which is issue on the keypad of the unit. Keypad failure detected during post. But customer also said the keypad working and he ran a test on he keypad run a small infuse to make sure everything is working correctly. If the same error comes back up replace keypad and if the replace keypad does not resolve the error code next step is the main board on the unit will have to be replace. (B)(4).